Manufacturer narrative:
The investigation determined the event was due to a preanalytical issue. While checking for clots, the customer found small red blood cells in their spun samples after inverting them. The customer stopped inverting/mixing the spun samples and has had no further discrepant results.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable tnt hs stat elecsys result from the cobas 6000 e 601 module. The initial result was 47.94 pg/ml and was reported outside of the laboratory. A new sample was drawn and the result was 7.77 pg/ml. On (B)(6) 2022, the original sample was repeated and the result was 8.03 pg/ml. The reagent lot number was 59637200 with an expiration date of 31-mar-2023.